Event description:
It was reported that there has been a gradual increase in both the impedances and the thresholds on the right ventricular (rv) lead. The output on the device was reprogrammed with the adaptive capture settings turned to monitor only and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Ventricular lead impedance steadily rising from approximately 500 ohms in (B)(4) 2012 to over 1000 ohms in (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator 2008-(B)(6). (B)(4).